Event description:
It was reported that during a gastric bypass procedure, the device remained closed on the tissue. The surgeon used the device to fix the piece of string needed to measure the bowels. When the string was fixed on the tissue it was impossible to open the jaws. The surgeon finally slightly cut around with no consequences to the patient and used another like device to continue the procedure. A piece of string remained in the device jaws.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop, jaws unable to open_open after assisted the analysis results found that one (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. During two non- consecutive firing sequences, the tip of the advancer slid toward the tissue stop causing the jaws to remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause advancer bypass issues. Six clips were fed and formed conforming according to our manufacturing specifications and then, two double feed incidents were noted causing clips with gap and pear shaped clips. It could not be determined what may have caused the found double feed issues. Finally, the device locked out as intended but the orange indicator was visible at 9th firing sequence thus, it over traveled. The found double feed issues and the orange indicator failure are not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the (B)(4) device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended but the orange indicator over traveled; however, this finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # f9gm5r. Expiration date: 04/2014. Manufacturing date: 05/2009.